Manufacturer narrative:
B3, g4 unknown. One device was received for evaluation. Visual inspection found a swollen downstream occlusion seal. A review of the event history log found record of error 46876. An occlusion test was performed for functional testing. Upon review, the reported problem was verified. It was determined that the root causes are the expulsor and the dso seal. To address the issue, the pwa, dso seal, expulsor, and the valve were replaced. The service history review identified no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device's downstream occlusion seal was damaged. There was unknown patient involvement.